Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise. The patient presented in-clinic, where corrective programming changes were made. The patient was stable throughout.